Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 336 mg/dl. The customer drank water and would deliver a bolus. Reportedly, the customer changed the site/tubing and while the customer was fill tubing, no drips were seen coming out of the tubing. The customer disconnected and then reconnected the luer lock connection to the infusion set and saw drips coming out of the tubing. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.